Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material on the statlock device is confirmed. One statlock IV ultra securement device was returned within opened packaging. Two foam strips and skin prep pad were also included within the packaging. The product information label indicated lot: judz2320. An orange-brown discoloration was visible on the top surface of the pad near the blue retainer. Microscopic observation of the discolored region revealed multiple small droplets on the liner film. The color of the droplets corresponded with the discoloration of the pad. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the the discoloration in the components was present, the complaint is confirmed but the exact source and cause of the discoloration remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "nurse noticed brown substance on 3 statlocks still in their packages." This report will address the third statlock.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judz2320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judz2320) have been reported from the same facility.

Event description:
It was reported "nurse noticed brown substance on 3 statlocks still in their packages." This report will address the third statlock.